Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2026. It was reported that during the procedure, the clip failed to function properly upon deployment. There were no patient complications reported as a result of this event. No additional information has been received despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip failure to release from catheter. Block h2: device evaluation: block h11: investigation results: the complaint device was not returned therefore, product analysis could not be performed, for this reason and due to the lack of evidence is unable to confirm the reported event. The device history record review was performed and no related deviations within manufacturing processes were found, the review confirmed that the accepted device met all manufacturing specifications and boston scientific manufacturing processes include extensive inspections to ensure that all finished devices meet specifications. Based on the information provided, the most probable cause of the reported issue cannot be established due to lack of evidence. The product was not returned for analysis to identify any defect with the device. Without proper evaluation of the device, it remains unknown the most probable causes that contributed to the event. In order to get a clarification of which could be the reason of the problem faced by the physician, the device must be inspected. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.